Event description:
The patient underwent an ion endoluminal lung biopsy procedure of a left upper lobe mass that was approximately 4cm in size. A previous transthoracic needle aspiration (ttna) had been performed at the site, but the results were non-diagnostic. During the ion diagnostic procedure, secretions obscured the view and 30cc of air was insufflated to clear the area. The view was restored, and the airway was visualized. At that time, the anesthesiologist noted st segment elevation on the ECG. The ion catheter was withdrawn back to the main stem bronchus, was undocked, and then removed. Minor airway bleeding was noted and cleared with manual bronchoscopy. The patient was not hypoxic but was hypotensive and bradycardic (rate of 50s with a weak pulse) and exhibited atrioventricular and left bundle branch blocks. Cardiopulmonary resuscitation was initiated with return of spontaneous circulation after approximately five minutes. A transesophageal echocardiogram (tee) showed preserved left ventricular function and possible bubbles in the left ventricle. However, a repeat tee demonstrated no bubbles. Left heart catheterization was emergently performed and revealed patent coronary arteries. A transvenous pacer was placed. The patient was reported to be stable and has fully recovered. The plan of care is to do further workup via magnetic resonance imaging (MRI) and echocardiogram. There was no device issue associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the procedural complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review cannot be performed because the system logs are not available at this time. A review of the event was conducted by an isi medical safety officer and the following additional information was provided: "a patient underwent an ion endoluminal biopsy of a lung mass. The lesion was identified on work up for renal transplant candidacy. Secretions obscured visibility and 30 cc of air was insufflated. View was restored, and airway was visualized. No biopsies were obtained. St elevations were noted by the anesthesia team. The ion catheter was withdrawn back to the main stem bronchus then undocked and removed. Hypotension was noted associated with a weak pulse. There was minor airway bleeding which was cleared with manual bronchoscopy. There was no hypoxia. Bradycardia was noted in the setting of an av block and left bundle branch block with heart rate down in the 50s. CPR was initiated. Return of spontaneous circulation was achieved in about five minutes. Tee was performed with preserved left ventricular function and with possible bubbles in the left ventricle. Repeat tee demonstrated no bubbles. Left heart catheterization was emergently performed with patent coronary arteries. A transvenous pacer was placed. The patient has fully recovered and requesting a repeat biopsy to continue evaluation for transplant candidacy. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) including 5 arrhythmias (0.02%) and 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no arrhythmias nor deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no arrhythmias. Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of any associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. Patients with end stage renal disease are at an increased risk of arrhythmias. In a study of 100 renal transplant candidates with end stage renal disease and implantable loop recorders bradyarrhythmias was noted in 25% of patients which constituted asystole in 4%, heart rate of <40 beats per minute in 24% and advanced atrio-ventricular blocks in 1%. Another study of 68 end stage renal disease patients noted bradyarrhythmias in 20% and 9% with asystole. Air embolism is a rare but known complication of bronchoscopic and percutaneous lung biopsies. Air embolism has been reported to occur in 0.06 to 0.45% of cases with CT guided lung biopsies and is estimated to occur less frequently with bronchoscopy. There are only a handful of case reports describing air embolism associated with flexible bronchoscopy. In a survey of 103,978 bronchoscopies only 1 arterial air embolism was reported (0.00096%) and 71 cases (0.068%) of associated cardiovascular events. However, it is possible this is an underestimate as a fraction of the cardiovascular events associated with bronchoscopy may be due to arterial air embolism. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. No biopsies were obtained and there is no identifiable mechanism of air embolism and an air embolism was not confirmed. The available data is consistent with bradycardia and hypotension in the setting of general anesthesia in a patient with significant medical co-morbidities including end stage renal disease, diabetes and hypertension at a high risk of complications. Attempts at obtaining further information has been unsuccessful. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Samanta r, chan c, chauhan vs. Arrhythmias and sudden cardiac death in end stage renal disease: epidemiology, risk factors, and management. Canadian journal of cardiology. 2019. Silva rt, martinelli filho m, peixoto gdl, et al. Predictors of arrhythmic events detected by implantable loop recorders in renal transplant candidates. Arquivos brasileiros de cardiologia. 2015. Roy-chaudhury p, tumlin ja, koplan ba, et al. Primary outcomes of the monitoring in dialysis study indicate that clinically significant arrhythmias are common in hemodialysis patients and related to dialytic cycle. Kidney international. 2018. Tomiyama n, yasuhara y, nakajima y, et al. CT-guided needle biopsy of lung lesions: a survey of severe complication based on 9783 biopsies in japan. European journal of radiology. 2006. Ishii h, hiraki t, gobara h, et al. Risk factors for systemic air embolism as a complication of percutaneous CT-guided lung biopsy: multicenter case-control study. Cardiovasc intervent radiol. 2014. He yp, liu yl, gao xl, wang lh. Cerebral arterial air embolism after endobronchial electrocautery: a case report and review of the literature. Bmc pulm med. 2021." Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.